Event description:
According to the available information, the patient had a 3-way catheter placed in the operation room. During the night, the catheter was found outside with the balloon deflated and flat. A new placement of a 3-way catheter was completed. Permeability test was done before placement. Later the same night, the catheter was again found outside with the balloon deflated. The patient indicated that he did not touch it. After two deflations of the balloon, the surgeon suspected the porosity of the silicone. On the night of 5 to 6.5 december: the patient developed a fever at 38 degrees celsius at 9:45 pm. The medical team gives the patient medication to stop the infection and lower the temperature. Patient was checked at 10:50 p.m. 38.4 degrees celsius, 2 a.m. 37.9 degrees celsius, 5 a.m. 37.5 degrees celsius, at 5 a.m. The patient complains of being cold and is covered with a duvet + fleece blanket + room heating increased. On 6 december at 8:30 a.m. The patient was shivering t° 41.1 desaturation to 86%, patient less present. Patient was transfered to continuous care for septic discharge.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.